Event description:
The physician indicated that the patient experienced a reduction in seizures with vns therapy. The physician also indicated that the cause of death was not related to vns therapy.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient passed away. The online obituary confirmed the date of death and indicated that the patient was cremated. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient was cremated. The funeral home does not have the patient¿s vns devices and were not aware of it, so it is believed that the patient was cremated with the devices. The death certificate reports the place of death was the decedent¿s home. The manner of death was reported to be natural with cause of death being epileptic seizure disorder. Autopsy was performed, and the autopsy findings were available prior to completion of cause of death.